Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2001 and tvt retropubic was implanted. It was reported that the patient underwent revision surgeries on undisclosed date.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Details: it was reported that the patient underwent mesh revision on (B)(4) 2003. No additional information was provided.

Manufacturer narrative:
Undisclosed injuries. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an unknown date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/1/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.